Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical intervention, subsequent death. Device issue: none. It was reported that the pt was an elective case with acute disease in three vessels, with abnormal blood pressure and vagal issues. After placement of the three xience v stents, one in the proximal lad, one in the pda and the third in the mid rca, the pt was transferred from the cath lab. Approx 45 minutes later, the pt was experiencing vagal issues again and was bradycardic. A temporary pacemaker was placed and the pt was put on oxygen. The pt's condition continued to decline at which point, the pt was taken back to the cath lab. St elevations were noted and an acute closure of the vessels due to thrombus was observed on angiography. Angioplasty was performed on the rca with a balloon catheter and an attempt was made with another company's thrombus removal catheter in the lad to remove the thrombus there, however, this catheter failed to cross. The pt deteriorated and CPR was performed, however, this was not successful and the pt passed away. Family has chosen not to do an autopsy. No antiplatelets were administered either pre or post procedure. No aspirin or heparin was given. No post dilatation of the stents was performed. Angiomax was used during the procedure. No additional event or pt info is available.

Manufacturer narrative:
The other two xience v everolimus eluting coronary stent systems are being filed under the same MFR number. Results and conclusion summation - thrombosis is a known risk associated with coronary stenting. The xience v stent is contraindicated for use in patients who cannot receive antiplatelet therapy. Vagal and blood pressure issues were experienced prior to the stent implants. Possibly the bradycardic, vagal response, st elevations, respiratory arrest and ptci are secondary effects of the thrombosis which resulted in death. A conclusive root cause cannot be determined.